Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement and a new lead was implanted. Local representative needs assistance with phrenic nerve stimulation programming. No additional adverse patient effects were reported.